Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: auxiliary alarm supply failed" error message. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A sales representative evaluated the device but reported that the device was not turned on. A service engineer (se) evaluated the device's event log and confirmed that the device logged a "check vent: auxiliary alarm supplied failed" error code (1115). The se reported that the power management board was replaced, and the issue was resolved.